Manufacturer narrative:
Qn# (B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73a1900603 the staplers were functionally inspected (fired) and issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w 6/box lot #73e1800658 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73a1900603 the staplers were functionally inspected (fired) and issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w 6/box lot #73e1800658 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers were found jamming during usage. There was no harm caused to the patient.